Event description:
It was reported that the patient's implantable cardiac monitor (icm) fell out on it's own. The patient had a possible infected ingrown hair. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.